Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Date of event: not provided, (B)(6) 2013.

Event description:
On (B)(6) 2013 the reporter, a nurse, contacted animas to report that on an unspecified date in (B)(6) 2013, the patient was in an automobile accident and fire, and the patient suffered burns. The patient was admitted to the ICU and is still in the hospital. The reported pump was burned and destroyed in the fire. It was not possible to troubleshoot the pump. The technical service representative contacted the patient¿s parents to obtain information about the patient¿s diabetes status and pump status prior to the car accident; however, has been unable to reach them by telephone. It is not clear if the patient¿s diabetes or insulin pump were involved in the cause of the patient¿s car accident and injury. No information was provided about the pump or the patient¿s status. Therefore, as the patient suffered serious injuries while using the reported pump and was hospitalized in ICU, this complaint is being reported.